Event description:
During implant procedure, it was not possible to insert the guidewire into the left ventricular (lv) lead. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire insertion difficulty was confirmed. As received, a complete lead was returned in one piece. The guidewire was inserted through the proximal end of the lead and was restricted at the s-curve region due to kinked inner coil. The cause of the reported event was isolated to procedural damage.